Manufacturer narrative:
(B)(4). D10: 42502005801 - psn fem cr cmt ccr nrw sz 5 l - (B)(6). Unknown - unknown tibia - unknown. G2: foreign - event occurred in australia. H6: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial total knee arthroplasty. Subsequently, 11 months post-implantation due to femoral ongoing instability. Attempts have been made and all available information has been provided.